Event description:
The customer reported that the 840 device stopped cycling while in use on a patient. The unit did alarm appropriately. The rt and md successfully removed the pateint and placed them on another device. The patient was not harmed or injured by the event. The nellcor puritan bennett customer support engineer (cse) could not verify the reported problem. The cse inspected the device and replaced no parts and made no adjustments. The unit passed extended self testing.